Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, the right ventricular lead impedance was noted with out of range for high impedance and no capture. The lead replacement was discussed to be performed during normal device change. The patient was stable.